Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that the lead conformed to the functional specifications of the helix mechanism during the implant attempt, as evidenced by the statements of the physician and during the analysis after it was unblocked. The malfunction of the helix mechanism was either caused by blood residue surrounding the receptacle that entered via stylet insertion or by the damages sustained to the associated easyturn stylets. No manufacturing deficiency could be identified in this case.

Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device. However, the physician indicated that it was possible to initially fixate the lead tip appropriately. At a certain point during a repositioning of the lead, the fixation screw could no longer be retracted and the lead was cut by the physician to facilitate handling.